Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure implant, however, appeared to have partially perforated and tunnelled through the myometrium") and pelvic pain ("pain chronic") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy post essure") and pruritus ("pruritus"). The patient was treated with surgery (hysterectomy partial, salpingectomy unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals, pelvic pain, pruritus and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of removal- 10-jan-2014 as per pif diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received . Reporter information added.new event "essure implant, however, appeared to have partially perforated and tunnelled through the myometrium" added.medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure implant, however, appeared to have partially perforated and tunnelled through the myometrium') and pelvic pain ('pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy post essure") and pruritus ("pruritus"). The patient was treated with surgery (hysterectomy partial, salpingectomy unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals, pelvic pain, pruritus and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2014 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy post essure") and pruritus ("pruritus"). The patient was treated with surgery (hysterectomy partial, salpingectomy unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals, pelvic pain and pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Previously reported event injury was replaced with chronic pain, pruritus, severe nickel allergy. Essure removal date and procedure was added. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.